Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019-04323. Related manufacturer reference number:3006705815-2019-04324. It was reported the patient was experiencing pain at the ipg and lead sites. Surgical intervention was undertaken on 25 october 2019 where the system was explanted.